Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported via the manufacturer's representative that the patient passed away during her stage one trial. Cause of death was unknown. The manufacturer's representative was notified by implanting physician of patient's passing on (B)(6) 2015. Regarding diagnostics/troubleshooting/interventions/actions none were noted. Date of death was noted as (B)(6) 2016. Surgical intervention did not occur. Regarding the cause of death and circumstances surrounding the death, it was noted as unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.